Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was reading full so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw. The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of and electrical overstress and require replacement. All tank tubing were expanded and requires replacement. During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the level sensor was reading full so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw. The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of and electrical overstress and require replacement. All tank tubing were expanded and requires replacement. During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly.